Manufacturer narrative:
Continuation of d10: product ID b35300 (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient charged the implant to 100% but the dbs therapy app said the therapy was off and they were getting an error code of 804. Caller mentioned that prior to calling patient services they spoke to the hcp who redirected them to manufacturing rep who redirected the caller to patient services. Agent reviewed therapy will automatically turn off if the implant gets below 10% and reviewed how to turn therapy back on. Caller confirmed the green and blue light were blinking on the communicator. Caller was able to connect to the implant and confirmed the implant was at 100%. Caller then tried to turn the therapy on, but reported the patient didn't feel the stimulation. Caller mentioned the patient had a fall last night. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.